Event description:
It was reported that patient experienced adhesive issues on (B)(6) 2026 due to tape not sticking.

Manufacturer narrative:
E1: patient city: patient country: israelname: medtronic minimedstreet: 18000 devonshire streetcity; northridgestate: cazip code: 91325country: united states.based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 8021545.